Event description:
Customer reported an unspecified issue with the transmitter. Transmitter was replaced to resolve the issue. Customer declined troubleshooting with tandem technical support and declined to provide further information. No additional patient or event information was available.

Manufacturer narrative:
Device not returned.